Manufacturer narrative:
Clinical data was received for analysis. In summary, the reported medial-lateral shift is an anatomical shift likely caused by the surgical technique. The CT-fluoro match score showed acceptable values, and the image match showed no observable shifts. This procedure followed an open approach workflow. According to the case description, it was reported that " the screws were medial by about 5-10 millimeters (mm) on the left-hand side." In a later correspondence it was confirmed that "the screw that was in question and needed further insight was l4 on the right." According to the order of execution, it was shown that the right-side trajectories were instrumented first, starting at t5 right, followed by the left-side trajectories, starting at l5 left. It was reported that a bone-mount bridge coupled with a schanz pin was mounted on psis right. However, intraoperative scans showed that l4 and l5 right trajectories deviated medially while l4 and l5 left trajectories deviated laterally. However, no intraoperative or postoperative scans were provided to confirm the positions of the other trajectories. According to the reporting representative, the surgical technique used was off-label, with the surgeon making adjustments to reposition the anatomy. As per the representative, they initially regist ered l2-l5 and the surgeon started by using bilateral retraction but due to the skin tension the surgeon was unable to get within the incision for the trajectories. The surgeon then used unilateral retraction on the same side the screws were being placed. After expressing concern about accuracy and safety the surgeon opted to go through the fascia with the guidance system knife. The surgeon was noted to be confident they would be able to utilize the platform. Re-registration may be necessary if the surgeon made any adjustments, even slight shifts, to reposition the anatomy for the desired trajectory. Additionally, performing anatomy checks as needed is essential. Previously reported code, b01, is applicable as well as newly reported codes, c13, and d11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) additional information in section a. H3, h6) clinical data was returned and is pending analysis. Codes b21, c21, and d16 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure, t10-l5 fusion (CT-fluoro). It was reported that the screws were medial by about 5-10 millimeters (mm) on the left hand side, noticed on t10. The surgeon was using unilateral retraction, and decided to proceeded freehandedly. There was no impact to patient's outcome and surgical delay was one-hour or longer.

Manufacturer narrative:
H3, h6) the system was serviced in the field. In summary, no issues were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.